Manufacturer narrative:
Tracking number: (B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a colon resection to create a stoma the instrument was fully closed and fired normally but the staples did not close correctly. Another stapler was used to close the colon and resect the first staple line. A small ring which was about a few centimeters was additionally resected. No reinforcement material was used.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) conducted an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the clinically applied device. Visual inspection of the instrument noted no abnormalities. Further visual inspection of the cartridge noted that the single use loading unit (sulu) was fully applied. Additionally, microscopic examination of the knife blade revealed dents in the knife blade. Functionally, the sulu was reset, reloaded with staples, and reloaded into the instrument. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the remaining staple line was properly formed. The returned sample as received was not found to meet specifications and due to damaged knife blade, the reported condition was confirmed. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction during clinical application. Application of the instrument over an obstruction would result in poor staple formation. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.